Event description:
After percutaneous radiofrequency ablation to treat a liver lesion, physician discovered skin blister in a concentric, circular pattern on the skin (about the size of a quarter) immediately surrounding the entrance/exit of the needle. It was a full thickness burn which is being followed up to determine if it will granulate in or if the pt will elect plastic surgery.